Event description:
It was reported that the user received an insulin occlusion alert on the ilet and requested assistance with a complete supply change; the user uses a contact/detach 23"-6 mm infusion set with an abbott freestyle 3 plus sensor and successfully replaced the infusion set, after which the occlusion resolved; the reported blood glucose at the time was 205 mg/dl. Symptoms included elevated blood glucose. Outcomes included resolution after supply replacement with restored insulin delivery. Investigation included troubleshooting and education with guidance through a full supply change. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that was cleared by replacing supplies, consistent with an infusion set obstruction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set-related occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.